Event description:
Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2008. A blc was performed which showed that the device had reached end of service.

Event description:
It was reported that the vns patient¿s device ¿worked once¿ and then did not work thereafter. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional clarification was received that patient's device was successful in aborting a grand mal seizure with the magnet activation right after it was implanted . But it did not help avoid seizures again after this initial success. Patient also started grinding her teeth during sleep that was believed to be stimulation related. Device was reported to be turned off as a result.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.